Event description:
The customer reported that the shock was not delivering. There was no pt involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.